Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a shaft break occurred with a device fragment remaining in the patient. An emerge 2.00mm x 15mm balloon was selected for a percutaneous coronary intervention (pci) procedure. During the procedure, the catheter section of the device broke apart. The physician had one part of the device in hand, and the other section of the device was in the patient. The date of the event is unknown and it is unknown if an attempt was made to retrieve the device fragment. No further patient complications were reported.